Event description:
It was reported that the SPO2 cannot be measured. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.D4 Unique Device Identifier (UDI): The Manufacturing date for the reported device is prior to 24Sept2016 so no UDI required.Reporting Institution Phone #(b)(6).Reporter Phone #(b)(6).